Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented to the emergency room following an episode of syncope. Upon review, it was determined that left ventricular (lv) pacing thresholds were high and intermittent loss of lv capture was observed. This cardiac resynchronization therapy pacemaker (crt-p) was reprogrammed to increase lv outputs. No further interventions were reported. The crt-p and lv lead remain in service.